Event description:
(B)(6) 201, it was confirmed a armd (adverse reactions to metal debris). 2020/1/23 revision surgery did. It was no tranionosis.

Manufacturer narrative:
An event regarding fretting and corrosion of metal components involving a trident liner was reported. Conclusion: it was reported the patient suffered from armd (adverse reactions to metal debris). The reported liner is a poly component and not related to metal debris. Visual inspection on the returned device indicated that damage consistent with the explantation process was observed on the proximal surface of the liner. Impression markings consistent with contact against an acetabular shell was observed on the liner. Yellow discoloration consistent with absorption of synovial fluid was observed. Damage on the articulating surface is consistent with burnishing, scratching, and third body indentations. These are common damage modes of uhmwpe. Hip liner "block" access to the joint space and therefore with almost any revision surgery for whatever reason, these components are removed, more so because they are usually modular and removal is easy and straightforward. Based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event. A full investigation is completed on the metal head and the unknown stem within the same pi. No further investigation is required at this time. If information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
On (B)(6) 2019, it was comfirmed a armd (adverse reactions to metal debris). On (B)(6) 2020 revision surgery did. It was no tranionosis.